Event description:
The center reported that the patient has had issue with facial nerve stimulation and they felt that the patient's overall performance was below expectation. Based on this, a decision was made to explant the patient's ci device. Surgery to explant the device will be scheduled.